Manufacturer narrative:
H2) additional information in sections a and b5. H3, h6) the product ID: 9735821, lot number: p900863, was returned and analysis confirmed the reported event. The returned positioning sensor unit (psu) had many scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to july of 2018 and intermittent illuminator current low dating back to may of 2020. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .792 millimeters (mm) with a passing threshold of .250mm. Previously reported codes, b01, c08, and d02 are applicable as well as newly reported codes, c02 and c07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported there was a surgical delay of less than one-hour.

Event description:
Medtronic received information regarding an navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system displayed "localizer faulted". The site attempted to switch to a different system for the remainder of the procedure. An amber light was illuminated on the camera. Multiple reboots were attempted with no effect. Technical services (ts) walked the site through accessing the nditoolbox, and the system reported "bump detector battery fault...return for service." The manufacturer representative (rep) accessed the ndi toolbox and found that the bump and temperature statuses were triggered. Delay was unknown. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: -, ubd: , UDI#: h6: multiple annex a codes were coded for this event. A1102 was coded for the "localizer faulted" error. A05 was coded for the amber light on the camera. H3, h6: the system was serviced in the field and the camera was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.